Event description:
Hcp reported to MFR's rep that pt had return of pain. Pump reservoir volume expected 4.6ml and actual 16ml. Pump showed memory error when attempting to do alarm test. The pump was stopped and reprogrammed. Troubleshooting of volume discrepancy to be performed.